Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. After successfully completing the left upper basket and flower configurations, flower and basket were completed in the left lower. Following this configuration, the physician could not retract the non-boston scientific guidewire to move the farawave catheter into flower configuration. Advancing the wire was also not possible. The physician pulled harder on the non-boston scientific guidewire, and it became stuck in the farawave catheter. The non-boston scientific guidewire and farawave catheter were removed from the patient and replaced. The procedure was completed without patient complications. The farawave catheter is expected to return for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR. Upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no outer abnormalities. The non-boston scientific guidewire was returned, but not inserted into the catheter at the time of receipt at the boston scientific post market laboratory. The non-boston scientific guidewire had some damage at the distal section of the device noted. A known good test guidewire was inserted through the catheter without difficulty. No resistance was felt. Deployment of the catheter to basket and flower was functional with no unusual resistance noted. No tissue or foreign matter was noted on the catheter. Based on the available information, the investigation findings were unable to confirm the reported guidewire entrapment.

Event description:
It was reported that a stuck guidewire occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. After successfully completing the left upper basket and flower configurations, flower and basket were completed in the left lower. Following this configuration, the physician could not retract the non-boston scientific guidewire to move the farawave catheter into flower configuration. Advancing the wire was also not possible. The physician pulled harder on the non-boston scientific guidewire, and it became stuck in the farawave catheter. The non-boston scientific guidewire and farawave catheter were removed from the patient and replaced. The procedure was completed without patient complications. The farawave catheter was returned for laboratory analysis.